Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, instruction for use (IFU) and past similar case, omsc considered that the reported phenomenon was attributed to entering the fibrous in texture such as towels and/or gauze used by the user into the air/water channel and the insufficient reprocessing by the user. Olympus stated the appropriate handling of gif-hq290 and the counter measures against abnormalities in the instruction manual of gif-hq290

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated (there were foreign material (fibrous in texture) in the air/water nozzle) and foreign material evident protruding from the air/water nozzle. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, it was found that the air/water nozzle was blocked. There was no report of patient injury associated with the event.